Event description:
It was reported that during intramedullary reaming on (B)(6) 2022, the portion of the flexible framer shaft broke. The procedure was completed successfully with no surgical delay. There were no reported adverse patient consequences. No further information is available. This report is for a 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that the portion of flexible framer shaft broke during intramedullary reaming. The procedure was successfully completed. No surgical delay was reported. This complaint involves one(1) device. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (image.jpg). Visual analysis of the photo revealed that 5.0mm flexible shaft was observed to be broken from one of the prongs, fragment was not observed in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 5.0mm flexible shaft. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.